Manufacturer narrative:
The mega needle driver instrument has been returned and evaluated by the failure analysis (fa). The instrument was found to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. Review of the provided image is consistent with the broken cable allegation. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega needle driver instrument was found to have a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: duplicate complaint confirmed; RMA 302971200010 will be canceled. No issues with grip movement or wrist motion. The instrument tip wire was fully broken, but no fragments fell into the patient¿s body. The issue was identified during a myomectomy on (B)(6) 2025. No patient injury occurred, and the problem was resolved by replacing the instrument.